Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure the application instrument for sternal zipfix broke and the device is no longer useful to cut the zipfix. No broken fragment was left in the patient. Surgeon finished the surgery by using another unit of the same device. The surgery was successfully completed without any surgical delay. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported the application instrument had broke. The repair technician reported the cutter portion of zipfix had broken and pieces of were missing. The device failed the cosmetics as well as functional test. The cause of the issue was not determined. The reason for repair is damaged component. The item is being scrapped as it could not be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the complaint device, application instrument for snal zipfix (product code: 03.501.080, lot number: 8719722) was returned to cq west chester for investigation. The application instrument was broken and was missing components. Functional test: the device failed the functional test during service and repair evaluation. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Dimensional inspection: this was not performed as the internal components of the device could not be accessed without the destruction of the item. Investigation conclusion: the device had broken and was missing components. Hence, the complaint was confirmed. The device was not repaired as it is being replaced under warranty. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.501.080. Lot: 8719722. Manufacturing site: haegendorf. Release to warehouse date: 22.nov.2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.